Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The returned sample was visually inspected and the issue was confirmed, there were two metal diaphragms installed in the fluidics management system. The root cause of the customer's complaint is that the aps contained two metal diaphragms which would not allow the console to accept the fluidics management system. This complaint is believed to be an error that occurred during the supplier¿s manufacturing process. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
The finish goods lot and the device history record shows that the product was released per specifications.

Event description:
A surgeon reported that there was irrigation failure during a cataract eye surgery. The issue was resolved after replacing the product with another. There was no patient harm. There is no additional information available for this event. A product sample has been requested for evaluation.